Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend and retract and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Also the visual summary analysis of the lead indicated damage at implant and had stretching. The analyst commented that the lead returned with the helix was not fully retracted and it was able to be extended and retracted. However, turns to extended and retracted helix were excessed of specifications due to lead stretched and inner insulation buckled.

Event description:
It was reported that during implant, the lead helix was not able to be extended. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.